Event description:
On the 8th november 1999, nellcor puritan bennett employee received information reporting an issue with a npb 190 pulse oximeter. The customer alleged that the npb 190 failed to alarm when the sensor came off the child. Initial information suggests no pt harm or treatment changes.